Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Correction to cartridge lot number. The correct lot number is b201875.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: a reserved sample from the same cartridge lot number 201875 was tested and evaluated by product analysis on (B)(4) 2013 with the following findings: no product was returned for investigation; a retain sample was pulled for investigation. No defect was found. Fill test was completed with no air bubbles being formed inside the cartridge; the cartridge cycled normally and no difficulties were found filling the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the patient experienced elevated blood glucose (bg) of 600mg/dl with nausea, vomiting, and ketones. The patient was reportedly admitted to the hospital, where she was removed from insulin pump therapy and placed on an IV drip. The patient was reportedly still in the hospital on an IV drip at the time of the call to animas. The reporter did not provide any additional bg values. Customer technical support (cts) performed troubleshooting and found that the infusion set tubing was not being primed with the appropriate amount of insulin and the fill cannula step was not being performed with site/set changes, resulting in air bubbles in the system. A review of the pump history indicated that the site/set had not been changed since (B)(6) 2013. Troubleshooting also revealed that the patient uses refrigerated insulin to fill cartridges, which is not recommended as it can also result in air bubbles. The reporter also noted that there was blood in the cannula upon removal. Cts advised the reporter on proper cartridge fill and infusion set insertion technique, as well as the recommendation to change the site/set with elevated bgs. This complaint is being reported because the patient allegedly experienced hyperglycemia requiring medical intervention with use error of the cartridge and infusion set as a cause or contributor to the reported bg excursion. Animas does not manufacture the infusion set but will forward the complaint to the relevant manufacturer.